Manufacturer narrative:
Other text: h6. Health impact, and evaluation codes: updated. No product or photos were returned, and no event history/error log provided by customer therefore no device analysis could be completed. The most probable cause of a 1261 error code is that the microprocessor (circuit board) board has been corrupted. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed error 1261 when powered on. The batteries were removed and replaced but the alarm persisted. No patient injury reported.